Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 14. Ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.